Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched lcd lens and contaminated downstream occlusion (dso) sensor. During analysis, pump exhibited red screen on boot up menu error 45639. Service recommended replacing faulty printed wire assembly (pwa) board to correct the reported issue. Inspection of dso sensor showed cracked seal and contamination. Service also recommended replacing dso sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec 45639 and it was noted that the downstream occlusion sensor seal was peeling off. No patient was involved in this event. No adverse effects were reported.